Event description:
During baxter's evaluation of this device for a separate symptom, it was discovered that this spectrum pump was alarming for system error 105.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The symptom of system error 105 was confirmed through evaluation as well as the event history log. The gears and motor alignment were off center which was caused by severed motor mount screws. The motor assembly and gears were replaced.